Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited undersensing of the intrinsic atrial rhythm due to a low atrial amplitude. Also, this ICD and ra lead exhibited atrial channel oversensing of ventricular signals, resulting in atrial pacing. Technical services (ts) discussed checking atrial sensing, ryhtmiq, and timing. Ts recommended bringing in the patient for a full atrial lead evaluation. Ts suspected a possible atrial lead dislodgement. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited undersensing of the intrinsic atrial rhythm due to a low atrial amplitude. Also, this ICD and ra lead exhibited atrial channel oversensing of ventricular signals, resulting in atrial pacing. Technical services (ts) discussed checking atrial sensing, ryhtmiq, and timing. Ts recommended bringing in the patient for a full atrial lead evaluation. Ts suspected a possible atrial lead dislodgement. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was scheduled for a chest x ray and an appointment with their physician. It was not confirmed that the ra lead was dislodged. No adverse patient effects were reported. Additional information was received. The ra lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right atrial (ra) lead exhibited undersensing of the intrinsic atrial rhythm due to a low atrial amplitude. Also, the ICD and this ra lead exhibited atrial channel oversensing of ventricular signals, resulting in atrial pacing. Technical services (ts) discussed checking atrial sensing, ryhtmiq, and timing. Ts recommended bringing in the patient for a full atrial lead evaluation. Ts suspected a possible atrial lead dislodgement. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was scheduled for a chest x ray and an appointment with their physician. It was not confirmed that this ra lead was dislodged. No adverse patient effects were reported. Additional information was received. This ra lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported. Additional information was received. This ra lead was explanted due to not capturing post implant.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right atrial (ra) lead exhibited undersensing of the intrinsic atrial rhythm due to a low atrial amplitude. Also, the ICD and this ra lead exhibited atrial channel oversensing of ventricular signals, resulting in atrial pacing. Technical services (ts) discussed checking atrial sensing, ryhtmiq, and timing. Ts recommended bringing in the patient for a full atrial lead evaluation. Ts suspected a possible atrial lead dislodgement. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was scheduled for a chest x ray and an appointment with their physician. It was not confirmed that this ra lead was dislodged. No adverse patient effects were reported. Additional information was received. This ra lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported. Additional information was received. This ra lead was explanted due to not capturing post implant.